Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed: electrical failure. No device found message. Worn donut. This does not impact the functionality of the recharger. H7. H9: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that rep states the patient is having difficulty charging their implantable neurostimulator (ins) in that their paddle is worn at the connection between the wire and the paddle. He also states it is hot to the touch and the recharge quality varies widely when moved. Rep states this began 3 or 4 days ago. A replacement recharger telemetry module (rtm) was sent out.